Event description:
The customer reported x-ray disabled errors requiring a system reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated and optimized. The system was tested and found to be working as intended and returned to service.